Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the circumflex artery. There were two allstar guide wires advanced in the vessel. Pre-dilatation was performed over the first guide wire successfully and the dilatation balloon was removed. The second allstar guide wire was then removed; however, resistance was noted with the vessel and the tip separated. The patient was sent to surgery for removal of the separated portion of guide wire, and is in good condition. No additional information was provided.